Event description:
During routine neuro-angiogram, a micro-puncture catheter was placed into the right femoral artery and upon removal of the catheter, it partially fractured. The retained catheter was successfully removed in tact in the or. There was no patient injury.